Manufacturer narrative:
Additional information has been received, the previously reported event under mrn is no longer considered reportable at this time as the device will be reported by the legal manufacturer. No further follow-ups will be sent under mrn.

Event description:
It was reported that an acdf came back two months after the initial surgery was done. The plate had pulled out of the bone, with screws still locked into the plate. Doctor felt that the smaller diameter of the screws was the cause of this, and commented on how they were narrow as well. The patient had good bone quality and no factors that would have caused the screws to pull out easily.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.